Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-years-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 500cc silicone breast prosthesis experienced bilateral silent-ruptures post procedure. Patient had surgery because she wanted to go bigger and during surgery it was discovered that both sides were rupture. Patient had replacement that same day. As a result, patient underwent bilateral replacements as follow: left: catalog number: 3505700bc, serial number: (B)(4); right: catalog number: 3505700bc, serial number: (B)(4), and bilateral mastopexies on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation completed on december 22 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to be ruptured and received in two parts. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Initial report mistakenly not reported that the patient was dissatisfied with her implants.